Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hemolysis with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: not confirmed. Bd was unable to duplicate or confirm the customer¿s indicated failure (hemolysis) mode because the defect was not evident in the testing of the incident lot samples.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes hemolyzed. No injury or medical intervention reported.